Event description:
It was reported that the bronchovideoscope plastic cover on the distal tip is cracked and chipped. The issue occurred during service or maintenance (not in a clinical setting). There were no reports of patient harm.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6) the device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the issue of plastic cover on the distal tip is cracked and chipped was due to a cracked c-cover. The most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to correct the medical device problem code updated field: h6-medical device problem code.

Event description:
No new additional information received from the customer.